Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited beeping with no message displayed on the screen. The patient attempted turning off the pump and turning it back on, however the beeping persisted. The patient switched to their back up pump. No adverse patient effects were reported.